Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and dizziness. Reportedly, customer would forget to deliver a bolus prior to consuming carbohydrates, and once bg would begin to rise, customer delivered a bolus in addition to the auto-bolus delivered by the pump. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check by tandem technical support confirmed the pump was functioning as intended.